Event description:
Complaint rec'd reporting 41239-06 td catheter balloon inflation problems. The catheters were all successfully pre-tested with no inflation anomalies and or performance issues noted. There were no reported adverse pt consequences. Mfgers investigation and analysis: device return: two used 41239-06 td catheters were returned for analysis and investigation. Visual inspection confirmed the returned catheter balloons were torn/damaged. Microscopic analysis verified the balloons were intact, no missing fragments. As part of the mfgers continous improvement initiatives a multi-discipline team was initiated to perform in-depth analysis of this issue; determine the root cause (s) and implement appropriate corrective actions. Status of the activates include: functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found.

Manufacturer narrative:
A review and analysis of raw material data was conducted. The analysis noted that new lots of the balloon material (polyisoprene) are received every 6 months, but consumption can vary based on order demands. Potential root cause: polyisoprene is continually aging, balloons manufactured with older material, when subjected to certain conditions (shipping, heat, etc.) May experience material degradation/deterioration. A detailed engineering study designed to test additional attributes of the raw materials aging properties is in progress. Balloons were manufactured and are being tested pre-sterile, post-sterile, post-thermal cycled and post-aged (60c for 13 days). As an interim measure the raw material shelf life has been changed (from 3 years from date of manufacture to 1 year. From date of manufacture) to address any potential contributing material aging factors. Lot record reviews: (B)(4). Conclusion: visual analysis of the returned used 41239-06 catheters confirmed the reported balloon inflation problem. The exact cause of the reported product issue is unknown at this time.